Event description:
Healthcare professional reports one incident of blood leak with the mca 200 dialyzer. Incident tested positive for blood leak with hemastix. Blood was not returned to pt. Treatment was not resumed. No pt injury or medical intervention reported.